Manufacturer narrative:
It appeared that manufacturing steps were followed, however based on the observed device malfunction, a manufacturing defect appears to be the cause. No injury or complications occurred.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted. At this point, the doctor noticed that the distal outer sleeve had separated from the joiner, but remained on the device. The doctor collapsed the disc and removed the entire device. The staff then reverted to manual compression.